Event description:
It was reported that the patient presented in clinic for a generator upgrade procedure. It was noted visually during the procedure that the insulation of the right ventricular (rv) lead was damaged. The patient was asymptomatic. The rv lead was capped, and a new rv lead was successfully implanted on 2023. The patient was stable throughout the procedure.